Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a warning triggered for the right ventricular (rv) lead due to high superior vena cava (svc) impedance. The patient was placed under observation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defib impedance is variable but generally rises from 63 to 90 ohms through between (B)(6) 2015, with occasional earlier spikes over 90 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.